Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit battery is not working. There was no patient harm reported.

Manufacturer narrative:
Additional information received on (B)(6) 2023 updated fields: b4, d9, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h10, h11 corrected fields: b5, b6, b7, d10, h6(health effect ¿ impact code) investigation finalized on (B)(6) 2024 a getinge field service engineer fse was dispatched to the site to evaluate the unit. He found unit with note stating battery issues, pulled logs and checked unit no issue found noticed unit was not seated all the way in the cart and was not charging, ran unit for 1 hour no issues.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit battery is not working. There was no patient involvement.